Event description:
This rv lead was implanted on (B)(6) 2006 and still remains implanted at this time. It was noted on (B)(6) 2016 that the threshold of the lead has increased from 1.2v/0.4ms to 2.4v/0.4ms and the impedance has fluctuated from 600, dropping to 470. The physician was dr. (B)(6) in united kingdom. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).